Event description:
It has been reported to philips that there was a function error of the geometry module. The event occurred during clinical use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the geometry module which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry module error. Upon troubleshooting, fse found the cause of the was issue was due to geometry module rao joystick not functioning properly. The philips engineer replaced the geometry module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.